Event description:
A malfunction alarm was reported with the code malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with information to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise again, which the customer acknowledged and understood.